Event description:
On 10/7/94, during a surgical cauterization procedure on a 79 year old male pt, the incision site showed evidence of heat trauma (1cm burn). Two devices were used with the same observations. Both devices were evaluated by the MFR, who concluded that the burn was due to operator error.